Event description:
It was reported when a patient presented remotely via merlin.net transmission, non-sustained ventricular tachycardia was noted. Review of the session record, also showed noise on the ra lead that was being sensed as far back at (B)(6) 2015. The nurse confirmed that the patient is being monitored for that at regular follow-ups. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable.